Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and the pelvicol acellular collagen matrix were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and the pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding, and dyspareunia. No additional information was provided.